Event description:
Terumo medical corporation received the following reported information: the product was used during a trans jugular intrahepatic portosystemic shunt (tips) procedure with a navicross catheter over a 0.035'' amplatz wire to access the portal vein. During withdrawal, resistance was encountered and the distal tapered tip of the navicross catheter became lodged. Upon further retraction, the catheter separated at the distal end. This event occurred outside the patient, and the detached segment was retrieved without complication. There were no adverse effects to the patient, and the procedure was completed successfully.